Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. The duodenovideoscope exhibited the forceps elevator wire was damaged. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to the stress by repeated movement of forceps elevator concentrated on (knob wire) k-wire which led to fatigue breakage. The instruction manual states the detection method associated with the event in "3.2 inspection of the endoscope". Olympus will continue to monitor field performance for this device.